Event description:
It was reported that the patient presented for a follow-up visit in the physician office with an unspecified infection. The vegetation was noted on right ventricle lead and tricuspid valve. Vegetation was removed prior to the system extraction. The physician explanted the entire system- implantable cardioverter defibrillator (ICD), right ventricular (rv) lead and right atrial (ra) lead to resolve the issue. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.